Event description:
Pt reported experiencing erratic blood glucose for the past two months (10 - 550 mg/dl). Patient indicated that she was taken to the emergency room on two occasions for extreme hypoglycemia. Patient indicated that she was unaware of the type of medications she was given. Pt indicated that she was going through drug rehabilitation and was undergoing an extreme amount of stress. Pt also indicated that the device was no longer giving the low cartridge warning.